Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment tests. During a treatment, a soft pl (patient line is blocked) support warning occurred followed by a dc (drain complication encountered) warning, as expected, when intentionally restricting the patient line during a drain phase. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The load cell verification was performed, and the cycler was found to be within tolerance. Mushroom head check was performed and passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction:

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient sensors to high alarm in drain 1 of 3 of treatment. The patient discontinued treatment during drain 1 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 12332 ml during drain 2 of the treatment. This drain volume is 412% the patient's prescribed fill volume of 2996 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn stated that the patient did not experience a large drain. The pdrn stated that the patient did not drain out 12332 ml in cycle 1. The pdrn stated the patient total treatment is 12000 ml per day. The patient total fill volume is 3000 ml with 3 exchanges, a last fill of 3000 ml and a day time exchange of 3000 ml. The patient did not complete treatment that night but resumed treatment on the new cycler the next evening. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has received their new cycler. The pdrn stated that the patient is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event.